Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is having "high pip, low ve, high peep, and apnea interval" errors. The transducer calibrations were performed and the exhalation pressure transducer failed the calibration. There was no patient involvement at the time of the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected main printed circuit board assembly (pcba) for investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded transducer within the assembly (pt 801). This issue will be internally investigated within carefusion.